Event description:
It was reported that the unit had an error code - check vent: machine pressure sensor auto zero failed (ec 1109). It was unknown how the issue was found. No patient or user harm reported. It was reported that the customer declined service, as the unit was out of warranty. Philips did not perform any repairs; the customer had the unit repaired/evaluated by a third-party company. No further details were provided. Based on information provided and/or service performed the reported issue was confirmed.